Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may have cause or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. A lot number has not been provided; therefore, a review of the mfg records could not be conducted. Additionally, no product was returned for eval. If add'l event and/or eval info is obtained, a follow-up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: the pt was implanted with multiple pelvic mesh products including bard mesh. The attorney's report alleged permanent injury, nerve damage, pain and suffering, add'l medical and surgical intervention, defective mesh.